Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid right coronary artery (rca).a 12mm x 4.00mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon was inflated twice at 10 atmospheres; however, it ruptured during the second inflation. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis and consisted of nc quantum apex balloon catheter with a product pouch and a stopcock. The stopcock was attached to the hub of the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and balloon. The balloon was loosely folded. There were multiple hypotube and shaft kinks. The shaft and balloon were microscopically examined and revealed a 3mm longitudinal tear at the proximal end of the balloon. There were scratches in the balloon material at the distal end of the longitudinal tear. Microscopically examination presented no irregularities in the balloon wall or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid right coronary artery (rca).a 12mm x 4.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon was inflated twice at 10 atmospheres, however, it ruptured during the second inflation. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.